Event description:
It was reported that the patient was doing great and benefiting from their device and adaptive stimulation. All issues were resolved.

Manufacturer narrative:
Product ID 377875, lot# v001924, implanted: 2006 (B)(6); product type lead product ID 377860 lot# v002517, implanted: 2006 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1996 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported, there was stimulation in the wrong location when stimulation was on, which began one week ago. The location being the implantable neurostimulator (ins) pocket. As a result, the patient experienced pain and could not use the device for long periods of time. Impedance testing and reprogramming were performed. The ins was explanted and replaced. The patient status was alive with no injury and was doing well post-revision. A post-operation follow-up meeting was scheduled. If additional information becomes available, a follow-up report will be sent.